Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
This issue was received through volunteer medwatch report ((B)(4)) to zoll. It was reported that an alarm with "air in the line" error was displayed. Normal saline bag attached to the alsius line was almost empty. Icy catheter was removed from patient and 200cc of fluid was noted to be displaced. New alsius was set up, attached to patient and no problems were noted with the new system. No consequences were reported to the patient.